Event description:
N/a.

Manufacturer narrative:
An event of device embolization into left atrium upon release was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported embolization is possibly related to anatomical factor (oblong shape and inadequate compression on the long axis). However, the exact cause could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The intervention is a case-specific circumstance as device was retrieved and a 34 mm amplatzer amulet was successfully implanted. The patient was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was selected for implant. The landing zone measurements were 0= 18mm, 45= 18mm, 90= 17mm, 135= 30 mm. The amulet was sized via the matrix and average of 3d CT imaging. During procedure, transesophageal echocardiogram (tee), angiography, and 3d tee were utilized. During implant, the amulet was in optimal position and stable; close criteria was achieved and tension test was performed twice with no device movement. No leak was observed around the amulet. Therefore, it was released from the delivery cable. "As soon as the device was released, it embolized in the left atrium (la);" toe identified the device embolization. The user alleged that the cause of embolization was oblong shape of the lz and not enough compression on the long axis. The amulet was retrieved and a new 34mm amplatzer amulet was successfully implanted. The patient was reported to be in stable condition.